Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, it was reported that the patient had pectoral muscle stimulation. Loss of capture was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed that the rv, atrial, and left ventricular (lv) leads were dislodged. No intervention was performed; the device and leads were deactivated to resolve the event. The patient was in stable condition and there were no adverse consequences. Related manufacturer reference number: 2938836-2019-01420, 2017865-2019-03004.

Event description:
It was reported that the leads were explanted and replaced. The patient was stable.